Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was seen on (B)(6) 2016. Upon interrogation, the right atrial lead had dislodged and exhibited loss of capture. On (B)(6) 2016, the patient presented in the operation room for lead revision. During procedure, the lead had dropped into the right ventricle and became stuck in the tricuspid valve. The lead was explanted and replaced. No patient condition was reported.

Event description:
New information on (B)(6) 2016 stated that the patient experienced no adverse consequences and was doing okay post operation.